Event description:
It was reported that during the implant procedure, the lead appeared broken at the proximal end. The damage was noticed upon opening of the package and before the implant attempt. The device was not use in the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and analyzed. The lead appears to be bent however it was the stylet that was inserted in the lead that was bent. The helix was extended when the lead was received in the lab.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Corrected initial reporter title. Corrected patients involved, patient outcome and pat. Codes. Evaluation summary:(B)(4) the full lead was returned and analyzed. The lead appears to be bent; however, it was the stylet that was inserted in the lead that was bent. The helix was extended when the lead was received in the lab. Stylet: stylet bent.

Event description:
It was reported that during the implant procedure, the lead appeared broken at the proximal end. The damage was noticed upon opening of the package and before the implant attempt. The device was not use in the patient. No patient complications have been reported as a result of this event. The stylet was returned to the manufacturer, analyzed, and tested out of specification.